Event description:
The quality of blue towels in cath packs have become unsafe. Towel flakes can be found everywhere.

Manufacturer narrative:
It was reported that we have noticed that the quality of blue towels in cath packs have become unsafe. Towel flakes can be found everywhere, including in our hepsaline, on wires and on gloves. During dr. (B)(6) case today, the issue seems to have gotten worse. I wrote an ir today but was unable to include the attached pictures. This has been a known problem and seems to be getting worse. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.